Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat on a cobas 6000 e 601 module. The initial troponin t hs stat result from the primary tube was 201 ng/l. This result was reported outside of the laboratory to the physician. The patient was hospitalized. Since this result was inconsistent with the patient¿s clinical history, the primary tube with the same sample was repeated on (B)(6) 2017 and the result was < 5 ng/l. There was no allegation that an adverse event occurred due to the device. The troponin t hs stat reagent lot number was 17645201. The expiration date was not provided.